Event description:
A 2.5x15 sprinter over the wire balloon was inserted over bmw300 guidewire into left anterior descending (lad) artery. Balloon was inflated at mid-lad by doctor and burst at 12 atm. Doctor noticed immediately, and balloon was removed over guidewire. No harm to patient. This is one of 2 balloons tried on this patient that failed. A .0x12 nc emerge balloon was inserted over bmw300 guidewire into lad artery. Balloon was inflated at mid-lad by dr and burst at 8 atms. Doctor noticed immediately, and balloon was removed over guidewire and sequestered.